Event description:
The reporter states that he obtained the blood glucose comparison of 496 mg/dl and 193mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. He dosed himself with his regularly scheduled insulin based on the 193mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.